Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- a partial UDI was provided as the lot number is not known. H6 medical device problem code: 1494 - indication for use.

Event description:
This was reported as a venotomy closure of the right common femoral vein (rcfv) with a prostyle device after a cardiac ablation procedure. There were 3 puncture sites along the rcfv. A 17f sheath was used in the top puncture site. Reportedly, with the first device at the top hole, the suture was frayed; however, the knot was still able to be advanced with the suture trimmer. After tightening the knot, complete hemostasis was not achieved. The physician then proceeded to deploy a prostyle in the middle puncture site to see if it would stop the bleeding of the top puncture. After the second site was successfully closed, the first site did stop bleeding. Hemostasis was achieved in the top puncture site followed by 1 minute of manual compression as a precaution. There were no issues closing the 3rd puncture site with the prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.